Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that solution leaked past the bd syringe luer-lok¿ tip bulk sterile convenience pak stopper and out of the barrel during use. The following information was provided by the initial reporter: "we use a variety of sterile bd syringes in our compounding pharmacy. I have a question about the sterile 20 ml syringes. As you know, the plunger seal consists of a black line, a void space, and then another black line. Occasionally, we see solution in the void space. This makes the plunger seal look like one solid black line with no void space. However, in these instances, solution leaks past the second black line into out of the syringes barrel."